Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hamilton, s., stern, p., fassler, p., and kiefhaber, t. (2006), mini-screw fixation for the treatment of proximal interphalangeal joint dorsal fracture¿dislocations, the journal of hand surgery, vol. 31a(8), pages 1349-1354 (USA). The aim of this study was to assess the outcome of open reduction internal fixation with mini-fragment screws via a volar approach for the treatment of unstable dorsal fracture¿ dislocations of the (proximal interphalangeal) pip joint. Between december 1998 to april 2004, a total of 9 patients (7 males and 2 females) with an average age of 35 years (range, 16-68 years) underwent orif using an unknown synthes mini-fragment screws. The average time from surgery to study evaluation was 42 months (range, 6¿66 mo). The following complications were reported as follows: a (B)(6) year-old male patient had osteophytes on the head of the proximal phalanx that were not present before surgery. He reported pain when performing heavy activities. He also had degenerative changes. A (B)(6) year-old male patient had osteophytes present on both preoperative and postoperative radiographs. He reported pain when performing heavy activities. He had degenerative changes. A (B)(6) year-old male patient had degenerative changes and had an intra-articular screw along with dorsal and lateral subluxation of the joint. He had radiographic evidence of residual pip joint dorsal and lateral subluxation, with intra-articular malunion and intra-articular screw penetration. This patient was dissatisfied. 3 patients listed residual swelling and/or inability to completely straighten the finger as reasons for dissatisfaction with the appearance of the digit. 2 patients had to modify their daily activities. 1 patient had to modify some leisure activities. 2 patients reported modifying some of their activities at work. This is report 1 of 4 for (B)(4). This is for an unknown synthes mini-fragment screws. ((B)(6) year old male).